Event description:
Caller reported a cgm error 42 with a g7 sensor. There was no adverse impact to the customer's blood glucose level. Customer received complete pump reset information from technical support, and after resetting the pump, the cgm error code did not display again.